Event description:
Presents to hospital with a sudden drop on lvad flow. CT shows circumferential narrowing at the bend relief of the outflow tract of the lvad concerning for thrombus versus debris in the lining of the outflow cannula.

Manufacturer narrative:
(B)(6).